Event description:
Customer reports that the device delaminated during a laparoscopic hernia repair. The device was four months past its' labeled expiration date and resterilized by a third party. The procedure was converted from a laparoscopic to an open procedure.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The device was resterilized and used past its labeled expiration date. The product insert warns the user - do not resterilize.